Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred during self test. The customer's blood glucose level was 138 mg/dl. Customer stated that the clear alarm and finish complete prime process. Customer stated that the alarm occurred second time and customer was performed self test and the test was not ok. Troubleshooting was performed. The insulin pump will not be returned for analysis.